Manufacturer narrative:
An event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: revision surgery took place due to insufficient pcl whereby the reported cr femoral and insert components were replaced with ps femoral and insert components. The exact cause of the event could not be determined as insufficient information was provided. Further information such as device return, x-rays and operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information were received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient was revised due to pcl insufficiency.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Hospital does not release x-rays or medical records. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient was revised due to pcl insufficiency.